Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro tissue welder would not activate. A replacement unit was used to complete the procedure. The hospital reported no patient effects. The product was discarded.

Manufacturer narrative:
Method - the product will not be returned, so an evaluation could not be performed and the complaint could not be confirmed. Results - a lot history record review was performed. There were no non conformances that could have caused the reported failure. This lot was manufactured prior to several corrective actions put into place for this type of failure mode. (B)(4).